Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Carto 3 system - model #: m-4800-01; serial #: (B)(4). Stockert 70 system - model #: m-5463-01; serial #: (B)(4). Coolflow pump - model #: m-5491-02; serial #: (B)(4). Lasso nav variable eco - model #: d-1343-01-s; lot #: 15900074l. Soundstar catheter - model #: m-5723-12; lot #: OEM_m-5723-12. (B)(4). Event description continuation: there were no other factors that might have contributed to the perforation. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signal. There were 3 ablation applications delivered to the patient before the event. The rf generator was set in ¿power-control¿ mode at 35 watts. The temperature target setting was 50 and flow setting was 15ml/min. The sheath used was the st. Jude agilis. The act maintained was 250-300.

Event description:
It was reported during an atrial fibrillation (afib) procedure, it was noticed that the patient's blood pressure dropped. An intracardiac echocardiography confirmed a pericardial effusion. A pericardiocentesis was being performed. The status of the patient was unknown. Upon request, additional information was provided on the event. The event was life threatening. The event did not result in the impairment of a body function or body structure. During the atrial fibrillation ablation, the patient had a double transseptal. They had been burning for 15 minutes when anesthesia noticed the patient¿s blood pressure dropped. Then a pericardial effusion was noted on the intracardiac echocardiography. They removed all catheters from left atrium, performed a pericardiocentesis and reversed heparin with protamine. Ebl 550cc. The pericardial effusion slowed and the pressure stabilized. The patient transferred out of ep lab with pericardial drain in place. The patient required extended hospitalization. The patient fully recovered. The prognosis of the patient was good. The causality of the adverse event was procedure related. The patients updated health status was stable and discharged from the hospital. The physician¿s opinion regarding the causality of the perforation was that it was a difficult transseptal procedure. The effusion was not discovered until they had been mapping/ablating for approximately 15 minutes but the physician felt like the effusion was due to the transseptal procedure.